Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event observed during analysis.final analysis found an insulation abrasion exposing the cable at 71.3 cm to 71.4 cm from the connector pin.

Event description:
This report is to advice of an event observed during analysis.